Event description:
During a craniotomy at the user facility, the dura was torn. Additional surgery was required to mend the dura, and the procedure was completed successfully.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.